Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to the patient 8 years ago with vp-shunt (the doi and the initial setting was unk). The ventricular enlargement and the cushing syndrome were noted and the patient¿s condition did not got better. The doctor assured the valve¿s setting by using x-ray, and also conducted the flushing procedure. On (B)(6) 2017, the valve was removed from the patient (the final setting was 180mmh2o), and the new valve (82-3162) was implanted (the initial setting was 180mmh2o). The patient is male and his condition is being monitored currently. The doctor suspects the catheter was obstructed by debris. No further information is provided by the hospital.

Manufacturer narrative:
Device evaluation: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the valve and siphon guard ¿as received¿. The valve was visually inspected: needle holes over the needle guard were noted. The position of the cam when valve was received was 180 mm h2o. The valve and siphon guard were hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 19th september 2006. The review of the device history record for the siphon guard was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.